Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential device or procedure-related adverse events that may occur and/or require intervention include, but are not limited to: aneurysm enlargement, endoleak w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2024, this patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® conformable aaa endoprosthesis and gore® excluder® aaa endoprosthesis. On (B)(6) 2024, aneurysm enlargement was observed, endoleak (unknown type) was suspected. On (B)(6) 2024, a reintervention was performed, a type ii endoleak from left lumber artery was confirmed. Additionally, migration of the trunk-ipsilateral leg endoprosthesis distally was suspected, an additional stent graft was placed proximally. Reportedly, treatment for the type ii endoleak will be performed at another medical facility. The patient tolerated the procedure.

Manufacturer narrative:
Emdr section h6: codes f1901 updated to reflect results of additional information. Additional information in regard to the event of this case was provided. The provided additional information is captured in the event description in section b5.

Event description:
On an unknown date, coil embolization to treat the type ii endoleak was performed. On an unknown date, aneurysm enlargement was continued, a distal type I endoleak in the left side was suspected. On (B)(6) 2025, a reintervention was performed, two stent grafts were placed distally. The patient tolerated the procedure.